Manufacturer narrative:
Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not yet been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that unknown locator abutment broke off into the 4mm dental implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates an unknown locator fractured. The alleged event was non-verifiable without the return of the product. A root cause for the reported event could not be determined, as the product itself remains unidentified.